Manufacturer narrative:
All operating currents were within specification and no unexpected low battery, off no power or battery out limit alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube, cracked battery tube threads and a missing end cap sticker. Moisture damage was found on the electronic and motor assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that insulin pump was giving a battery out limit alarm. Customer also reported that insulin pump has physical damage which includes two cracks. One crack is on the battery compartment. It was also reported that there may be moisture in the pump insulin. Customer's blood glucose reading was 90 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.